Event description:
It was reported that during a cystoscopy procedure, the ceramic tip of the subject device fell off into the patient¿s bladder. The tip was retrieved, and the procedure was completed. There were no reports of patient harm.